Manufacturer narrative:
Uf/importer report#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device's cautery tip caught on fire suddenly about an hour into case. The fire did not touch patient and was promptly extinguished completely.